Event description:
The customer reported the system displayed a fast stop error and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fast stop switch. The system operates as intended.